Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with all buttons responding properly. Insulin pump had corrosion damage on keypad traces. No button error alarms noted. Insulin pump received with cracked case on display window corners, reservoir tube lip, battery tube threads and minor scratches on display window.

Event description:
It was reported that the customer received a button error alarm on the insulin pump, the buttons were not working, and the numbers were ramping up when she was attempting to bolus. Her blood glucose level was 171 mg/dl. The customer was advised to revert to a back-up treatment plan. Nothing further was reported.